Event description:
It was reported that "following a robotic lap hysterectomy, surgeon says pt had vaginal cuff hematoma upon examination 10 days post-op. Pt has not returned for any add'l procedure at this point." (B)(4).

Manufacturer narrative:
The actual prod involved with the incident reported will not be returned. Method:the actual device will not be returned. Results/conclusions: the actual device will not be returned. No prod eval can be performed. Without the finished good lot number it is not certain if there were any qual issues against the raw material suture or the finished good lot. However, a record review of item (B)(4) was performed. A total of (B)(4) device history records from year 2013 were reviewed, there were no non conformances issued for these lots nor suture component lots. The prod from these finished good lots and all of the components met surgical specialties requirements throughout the incoming, mfg and the final inspection processes. The most probably root cause for post operative hematoma can not be determined with certainty based on the info provided. Ref: complaint #(B)(4) (ethicon's complaint# (B)(4)). Item # (B)(4) stratafix spiral pdo knotless tissue control device (B)(4) 14 x 14 13mm ldr, lot unk.